Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen. After a low battery alarm, the pump batteries were replaced, resulting in the alleged issue. The display screen is entirely blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.